Event description:
It was reported that the device was used during a cholecystectomy. The clip dropped without forming properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Empty device. Eval summary: the instrument was returned empty and with the lockout mechanism fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. No clip formation testing could be performed as the instrument was returned empty. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.